Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient¿s nurse described the area as red and raw from not changing garments. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse cleaned the area and removed lv for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.